Event description:
As reported, during a total knee arthroplasty (tka) procedure on (B)(6) 2021, the purple part tip of the bard/davol simpulse solo became detached and fell into the patient¿s body; all pieces were removed from the patient. There was no reported patient injury.

Manufacturer narrative:
As reported, the purple tip of the bard/davol simpulse solo became detached and was removed from the surgical field. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2020. Addendum: this is an addendum to the initial MDR submitted to document the results of sample evaluation. The subject device is returned for evaluation. Visual evaluation of the sample confirms the showerhead body detached during use. There is no physical damage and no signs excessive force was applied to the tip. Visual evaluation finds little to no cyclohexanone. Based on the sample evaluation and investigation performed, the showerhead body is found to have detached from the irrigation tube due to the lack of cyclohexanone that adheres the spray tip to the irrigation tube; the root cause is found to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
As reported, the purple tip of the bard/davol simpulse solo became detached and was removed from the surgical field. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 360 units released for distribution in (B)(6) 2020. If/when sample is received and evaluation is completed, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a total knee arthroplasty (tka) procedure on (B)(6) 2021, the purple part tip of the bard/davol simpulse solo became detached and fell into the patient¿s body; all pieces were removed from the patient. There was no reported patient injury.